Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the image was lost during the procedure. No negative impact in stateof health reported.

Manufacturer narrative:
Device evaluation: the examination revealed damaged cementation around the eyepiece bridge. Furthermore, the distal solder seam is chemically corroded. Moisture penetration is evident behind the distal and proximal cover glass. Imaging is no longer possible. Damage identified by the service evaluation: eyepiece bridge cementing damaged, leaking distal solder seam chemically damaged. Residues on the distal cover slip. Residues behind the distal cover glass. Moisture inside the rod lens system, consequential damage due damaged cementing at the eyepiece bridge. Moisture behind the proximal cover slip. Conclusion: the information reported by the customer, "loss of image during the procedure," cannot be fully verified. During the examination of the optics, a system heavily infiltrated by moisture and residues was found. Behind the distal cover glass and behind the proximal cover glass, there is a significant amount of moisture. The examination revealed damaged cementing on the eyepiece bridge, which allowed moisture to penetrate the system unhindered. Furthermore, the distal seam is chemically corroded. A spontaneous deterioration in imaging as described by the customer cannot be fully verified, as such a massive moisture residue cannot be traced back to the operation. It is possible that the cementing around the eyepiece bridge was damaged by a chemical or mechanical influence, which facilitated the penetration of moisture and returns. The damage found cannot be attributed to a manufacturing/production defect. It is possible that the optics were damaged during clinical reprocessing. This is an isolated case. No further measures will be taken. The event is filed under internal karl storz complaint ID: (B)(4).